Manufacturer narrative:
The reported observation of ¿inoperable ipg¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. The longevity range across the 3 programs would have been 1.1 year up to 3.5 years. The average longevity across all programs based on the capacity used would have been 1.42 years. The total stimulation on time was 1.87 years, suggesting the device had normal battery depletion to the end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As a result, surgical intervention was taken to replace the device.